Event description:
A report was received from health canada's canada vigilance program which states, "pt ordered IV kcl. Pump set to run at 100ml/hr. This was confirmed by second nurse who discovered empty bag. Bag empty after approx. 35-40 minutes. Pump and IV set changed. Second ordered bag infused with rate set to 100ml/hr. Confirmed by same nurse as above. Drip visualized by both nurses. Bag again empty at approx. 35 min after beginning. Increased rate still within monitoring limits for floor rn scope. Mrp notified of both incidents above. No changes to care plan. Although requested, further information was not provided." After the patient involvement, but outcome is unknown statement. Bd learned additional information. It was reported that the event is "consistent with back-check valve failures in the IV lines (ref (B)(4)). Per report, the nurses noticed that the secondary bags drained faster than the infusion rate was set. The hospital's biomedical engineering technologist was able to obtain the IV lines and used red dye to prove that the back-check valve had failed. No allegation of pump malfunction. Refer to MFR report # 9616066-2024-00013 for the report on the tubing malfunction.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "pt ordered IV kcl. Pump set to run at 100ml/hr. This was confirmed by second nurse who discovered empty bag. Bag empty after approx. 35-40 minutes. Pump and IV set changed. Second ordered bag infused with rate set to 100ml/hr. Confirmed by same nurse as above. Drip visualized by both nurses. Bag again empty at approx. 35 min after beginning. Increased rate still within monitoring limits for floor rn scope. Mrp notified of both incidents above. No changes to care plan. Although requested, further information was not provided." After the patient involvement, but outcome is unknown statement. Bd learned additional information. It was reported that the event is "consistent with back-check valve failures in the IV lines ((B)(4)). Per report, the nurses noticed that the secondary bags drained faster than the infusion rate was set. The hospital's biomedical engineering technologist was able to obtain the IV lines and used red dye to prove that the back-check valve had failed. No allegation of pump malfunction. Refer to MFR report # 9616066-2024-00013 for the report on the tubing malfunction.